Event description:
It was reported that during a gastrectomy procedure, the clip had not been loaded straight, and would not fire. Another device was used to complete the case. There were no adverse consequences to the patient.